Manufacturer narrative:
Device evaluated by manufacturer: the promus elite ous mr 28mm x 2.50mm device was returned for analysis. Examination of the device found stent damage. The proximal stent struts were lifted and pulled distally. Multiple hypotube kinks were also noted during analysis. No other device issues were noted. The outer diameter of the crimped stent was measured and confirmed to be within specification.

Event description:
Reportable based on device analysis completed on 16june2021. It was reported that failure to cross a lesion occurred. Procedure summary: a 28 x 2.75 promus premier select could not cross the lesion. The promus premier select was removed from the patient and the procedure was completed with a non boston scientific stent. No patient complications resulted in relation to this event. However, the promus premier select stent was returned for analysis with stent damage.